Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, an alert for over current detection (ocd) was noted on the right ventricular (rv) lead during a ventricular tachycardia (vt) episode. As a result of the ocd alert, no shock was delivered. The vt self terminated. The physician performed a high voltage lead impedance measurement using a 36j shock, the ocd alert appeared again as well as low defibrillation impedance and no shock was delivered. The rv lead was capped and replaced to resolve the event. The patient was stable.